Manufacturer narrative:
Method: the device was not available to be returned for an analysis. A review of the device history record (DHR) was conducted for the lot number provided. Results: as the device was unavailable for an evaluation testing methods were not performed; therefore results could not be obtained. Per the DHR review there were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions. As the device was unavailable for analysis, we are unable to determine the cause of the reported event. It is unknown if the orange indicator was located in the upper most position or the lower most position. Per the directions for use (dfu) provide the instructions and warnings regarding bolus activation, warning, if the bolus button will not latch, close the clamp. Continuous medication delivery may be occurring. This delivery may be significantly greater than the total flow rate. Ole: it is normal that it will not latch within 30 minutes of pressing the bolus button. If the on-demand button does not pop back up within 30 mins, check the position or the orange indicator: if the orange indicator is in the bottom position, close the clamp. Continuous medication delivery may be occurring which can be significantly greater than the total flow rate; or if the orange indicator is in the top position, something may be impeding the flow. Check for tubing kinks, closed clamp or patency of connected devices such as catheter or unvented filter (verify patency) according to your standard protocol.

Event description:
Fill volume: naflon rate: na. Procedure: unknown cathplace: na. A distributor reported that there was a pca button not working. Date of event and further information was not provided by the reporter.